Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump receives no delivery alarms. The patient's blood glucose at the time of incident was 545 mg/dl. Customer stated that she was vomiting. She treated her high blood glucose with a manual insulin injection. Troubleshooting was declined for the no delivery because the customer removed the set and reverted to manual injections. The customer does not recall any significant events leading to the no delivery issues. No products were returned or shipped.